Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular sense and shock channels. This noise was sensed by the device, and resulted in brief periods of pacing inhibition. No symptoms were reported. As a result of this noise, the pace/sense portion of the implantable transvenous defibrillatio lead was capped and a new dedicated bipolar rate/sense lead was implanted. Additional information received indicated that the dedicated bipolar rate/sense lead had dislodged.